Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence showing a fractured ar-4030c-08 bio-tenodesis¿ screw, batch 15308471. Based on the information provided¿which may include the returned device (if available), photographs, videos, the event description, and any additional field input¿arthrex has evaluated the reported event and identified the most likely contributing factors. The method of bone preparation performed during the procedure, as well as the bone quality encountered at the surgical site, was not provided and therefore could not be evaluated. The reported screw fracture during graft fixation is most likely attributable to procedural or use-related factors, which may include inadequate bone preparation, off-axis or misaligned insertion, and/or excessive bending or levering forces applied to the device during insertion. Per dfu-0111-eo, revision 3, the following contraindications and precautions are applicable and may be relevant to the reported event: for bio-tenodesis¿ screws only, screw sizes smaller than 7 mm may not be appropriate for knee indications. Use in the presence of insufficient quantity or quality of bone may compromise fixation. Blood supply limitations or previous infections may retard healing. Foreign body sensitivity may occur; appropriate testing should be performed when suspected and sensitivity ruled out prior to implantation. Foreign body reactions may occur (see adverse effects, allergic-type reactions). The device is contraindicated in the presence of active infection or blood supply limitations. Conditions that limit a patient¿s ability or willingness to comply with postoperative activity restrictions may affect clinical outcomes. The device may not be suitable for patients with insufficient or immature bone; bone quality should be carefully assessed. Implantation must not bridge, disturb, or disrupt the growth plate in skeletally immature patients. The device must only be used for the indicated surgical procedures.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke while the graft was fixated. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another screw. It was not necessary to switch the surgical technique or do a second surgery.